Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer post mortem from a funeral home. The lead tested out of specification during manufacturer's analysis. A cause of death was requested but not received. No additional information is available.